Manufacturer narrative:
Event/therapy date: unspecified day of (B)(6) 2018. Device connected on (B)(6) 2018 and disconnected on (B)(6) 2018. The device was received for evaluation containing 78ml of fluid in the bladder. Visual inspection was performed and no evidence of fluid coming out at the luer when the luer cap was removed. The reported condition was verified. A microscopic inspection identified the cause of the flow problem due to air bubbles blocking the fluid path inside the lumen of the glass capillary. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This was noted after patient use. The device was filled with 54.5ml fluorouracil and 33.6ml sodium chloride solution. The pump was removed after seven (7) days with most of the content remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.